Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer manually entered a breakfast bolus into units section of bolus screen instead of relying on pump to calculate the number of units for her based on carbs/bg entry, the customer alleged to have manually entered more units than necessary based on the food that was consumed. Glucose tabs and juice were consumed to address a blood glucose of 61 mg/dl. Tandem technical support advised the customer to discuss the event with a healthcare provider.